Event description:
It was reported that during a laparoscopic appendectomy procedure, after the first firing with a blue cartridge on the appendix the device would not open. It had cut and stapled the tissue. No issue with the cutting or stapling. No unusual noise heard. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.